Event description:
A surgeon reported that the system locked during a procedure. An alternate system was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and performed preventive maintenance. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).